Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:16:02. During night drain cycle one, the patient's ultrafiltration reading was 1184ml, indicating the home patient (hp) drained 1184ml more than their maximum programmed fill volume of 1800ml. No additional information is available.